Event description:
User received discrepant igm results for one pt sample. Initial result 7 mg/dl, repeat 11 mg/dl. Initial result was reported. No info was provided to determine if any adverse events occurred. The field service representative was unable to find a cause, but noted he checked the analyzer. Performance tests were performed.